Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with tightening the bolt. The customer stated that the line connecting to the black fitting appeared likely to fall off again. On (B)(6) 2011, a bec field service engineer (fse) was dispatched. The fse replaced the no foam assembly and no additional leaks were observed. Bec identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that their unicel dxc 600 pro synchron clinical system's no foam bottle was leaking no foam. The customer stated that a black fitting on the side of the lid was leaking. No effect to patient or user was reported in connection with this event.